Event description:
It was reported to co that a pt complained of warming after being scanned on the recently upgraded ctl array coil. An examination of the coil found a loose diode and other signs of poor soldering. The pt was not injured and did not require medical treatment.